Manufacturer narrative:
D10 concomitant product: sigadaptshort, sig power sigadaptshort lin short adapt (serial#: (B)(6) egia60amt egia 60 artic med thick sulu, sigphandle, sig power sigphandle handle sigpshell, sig power sigpshell control shell. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic segmentectomy, while on pulmonary parenchyma resection and after connecting the purple reload and performing jaws opening/closing check, the jaws failed to open when inserted into the thoracic cavity. After that, the reload was brought outside, and the jaws were able to be manually opened. A black reload was then used and after firing, the knife was returned, but the jaws did not open. After that, while the forceps were used to examine the interior of the jaws, they opened slowly when an attempt was made to open them. Another reload was replaced to resolve the issue. There was no patient injury.